Manufacturer narrative:
It was clarified that the patient comparison results were not being used for diagnostic purposes. The results were being used for comparison purposes only.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer questioned results for 32 patient samples tested for elecsys estradiol ii assay (estradiol ii) by an outsourced clea method and the evatest method. The customer provided the 32 patient samples for investigation. Based on the data provided, erroneous results were identified for 23 patient samples between the outsourced clea method, the evatest method and a cobas e 411 immunoassay analyzer used at the investigation site. It is not known if the patient results were being used for diagnostic purposes or if the results were only for study purposes. This information has been requested. It is not known if any erroneous results were reported outside of the laboratory. There was no allegation that an adverse event occurred. The e411 analyzer used at the investigation site was (B)(4).

Manufacturer narrative:
A specific root cause could not be provided. The evatest method appears to be a self-testing method for patients and should not be considered as a benchmark test for the elecsys or other professional methods. No patient samples could be provided for investigation. No patient specific information was provided. The estradiol ii data provided by the customer does not show a major issue for the elecsys estradiol ii test. A linear regression method comparison fits overall between the elecsys and clea methods. For single samples, some deviations may occur, but this cannot be clarified since no samples could be provided.